Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, the right atrial lead exhibited a failure to capture. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event for failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray inspections of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.